Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However, the device had corroded keypad traces. There was no button error alarm during testing and the device passed the displacement and unexpected restart error alarm tests. There was no unexpected restart alarm present on the insulin pump. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call an unexpected restart alarm on the insulin pump. Customer replaced device with a new battery and that is when the device had unexpected restart. Troubleshooting for the unexpected restart alarm was performed. Customer was unable to check alarm history due to buttons being unresponsive. Customer was troubleshooting for the unexpected restart alarm when they received a button error alarm. Troubleshooting for the button error alarm was performed and the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.